Event description:
The facility uses cidex opa to soak omniplane transesophageal transducers. The transesophageal probe was utilized during an open heart surgery case. Irritation on the pt's lip was noted post-op. The pt was seen at the cardiac clinic following the surgery and there was no irritation noted.